Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when setting up during a laparoscopic thoracoscopic lobectomy, they were able to connect the reload, but jaws could not be opened or closed. A new handle and reload were used. There was no patient injury.